Event description:
The customer reported that an image noise occurred then the images on both monitors disappeared. One monitor became available by the system reboot. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep could not reproduce the problem. He cleaned the contacts and adjusted the dc voltage from 5.08 to 5.10. The system operates as intended.